Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were provided. Medical records were provided and reviewed. Approximately four years post deployment, patient presented with flank and back pain. CT scan revealed a right lower lobe pulmonary embolus. 10 years followed by; CT scan revealed that the lower struts of the ivc filter was extending through the ivc wall. There are 6 struts all of which eventually protrude outside of the ivc wall. The posterior strut was imbedded in the right psoas and anterior struts may be embedded in the posterior wall of the 2nd portion of duodenum and medial struts approaches the aorta but does not contact or penetrate the aorta. The inferior struts expand medial and lateral as well as posteriorly slightly outside of the ivc wall without penetrating any other structure. Three months later, CT scan demonstrated that the struts were protruding through the ivc wall with 1 into the right psoas muscle, one into a vertebral body and one that was close to the duodenum. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that the filter struts perforated into the ivc. The patient was diagnosed with pulmonary embolism post implant, however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were provided. Medical records were provided and reviewed. Approximately four years post deployment, patient presented with flank and back pain. CT scan revealed a right lower lobe pulmonary embolus. 10 years followed by; CT scan revealed that the lower struts of the ivc filter was extending through the ivc wall. There are 6 struts all of which eventually protrude outside of the ivc wall. The posterior strut was imbedded in the right psoas and anterior struts may be embedded in the posterior wall of the 2nd portion of duodenum and medial struts approaches the aorta but does not contact or penetrate the aorta. The inferior struts expand medial and lateral as well as posteriorly slightly outside of the ivc wall without penetrating any other structure. Three months later, CT scan demonstrated that the struts were protruding through the ivc wall with 1 into the right psoas muscle, one into a vertebral body and one that was close to the duodenum. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided.